Event description:
(B)(6) received notification from MFR of the monoject syringes that there would be a change in packaging (from hard sided cover to soft packaging). We were told that this was the only change, but since we have started using the updated syringes, we have had multiple complaints and issues, both with internal employees and external customers. When comparing the new syringes to the old style, multiple changes were noted, therefore causing the issues we are currently seeing. The overall consensus is that the new syringe is a cheaper and less efficient syringe than the old style syringe and there is major concern about sterility with some of the concerns. The issues include: shortened luer tips, threads in the luer lock syringes are much softer, causing them to bend and strip easier. This has caused the needles to fall right off of the syringe without twisting them off (sterility compromised). Plunger is much looser and slides too easily and can fall off the syringe too easily (sterility compromised- if liquid can leak down the plunger, there is a pathway up as well - big concern if the syringes are being prefilled and either stored in the pharmacy or shipped to patients) our pharmacy techs are noticing that when they hook up the syringe (mostly the 60ml luer lock) to the infusion solution under the hood, the syringe self-fills without the tech having to pull it down. They also noted that the solution is leaking past the black rubber on the end of the plunger, which should be sealed (sterility compromised). Most concerning: the new monoject syringe no longer works well with the freedom 60 pump that we use for sqig. The connection between the syringe and the freedom 60 tubing requires extra force to seal it all the way. We though we had the syringe tight on the tubing, but ended up losing an entire dose of hizentra due to the leak. The end of the flange on the new syringes are no longer flat (they are rounded), so fitting it into the freedom 60 is difficult. When the syringe is loaded into the freedom 60 pump, the syringe needs to be started. The old style syringes did not do any of the above mentioned issues. Pictures available upon request.